Event description:
It was reported that caller was notified from a health care provider (hcp) that the personal therapy manager (ptm) exhibited an error code 8286 for empty reservoir. The caller stated it was unknown if the patient missed a refill. The caller stated she was told the refill date was scheduled for (B)(6) 2013 and the "run dry" date was (B)(6) 2013. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).